Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer was hospitalized and due to infection and high blood glucose was 1033 mg/dl on (B)(6) 2018. The customer¿s blood glucose level was unknown. It was reported that they had problems with battery. Customer received a replace battery now alarm. The customer declined troubleshooting for high blood glucose. The customer was wearing the pump at the time of hospitalization. The customer was advised to call back when he was the pump if he wants to troubleshooting. The insulin pump will not be returned for analysis.